Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient was having charging issues. The patient underwent implantable pulse generator (ipg) replacement procedure and was doing well postoperatively. The explanted device will not be returned.